Event description:
Bilateral knee swelling [joint swelling], bilateral knee effusion [joint effusion], bilateral knee pain [arthralgia]. Case description: a spontaneous report was received on (B)(6) 2010 from a (B)(6) female patient with a history of osteoarthritis of both knees, initials (B)(6), who experienced bilateral knee pain, swelling and effusions after starting synvisc-one. The patient received injections of synvisc-one into both knees on (B)(6) 2010. According to the patient, she started experiencing bilateral knee swelling two days after getting synvisc-one injections. The swelling became increasingly worse over the next two days. The hcp aspirated approximately 100ml of fluid from the patient's knees on (B)(6) 2010 and administered cortisone injections bilaterally. At the time of this report, the patient reported that she was experiencing less pain in both knees. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.